Event description:
I had allergan inamed silicone breast implants placed under the muscle in 2009. In 2011, I started having extreme fatigue, migraines, body pain and fuzzy brain. I kept getting sicker and sicker and was diagnosed with everything from hashimoto's thyroiditis to lupus to ra. I started having extreme pain in my right breast in 2013. Was told it was capsular contracture, was sent for a mammogram and the pain of that caused an purge in my symptoms. In 2015, my left breast started hurting as well. I realized that my implants were causing my symptoms. My insurance denied removing the implants so I paid out of pocket for a complete capsulectomy to remove not only the implants but also the scar tissue surrounding them. Within one month of removing the implants 40% of my symptoms have disappeared.